Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported a loss of stimulation. The patient was admitted to the ER on (B)(6) 2015 around 2:40 am for pain due to loss of stimulation and unable to recharge. The ER called the device manufacturer representative (rep). The rep stated he would not be able to resolve the issue at the time and the patient was to contact their rep or managing hcp. The hcp called and requested an update. There was no outcome known. The symptom reported was back pain and it was a sudden change in therapy/symptoms. Medical history includes chronic low back pain. If additional information is received, a supplemental report will be submitted.